Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, while depressing the plunger, it "shot back out" of the device. The device was removed and the foot plate was observed to be broken into two pieces, with no missing portions. Manual compression and a non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported that during a hand assisted colectomy procedure, when the device was pulled out of the sterile package, they discovered it was torn. A new one was opened and used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.